Event description:
Bd smart site low sorbing extension set fell apart while administering chemotherapy, tubing detached from manufacturer attachment site this is the 4th time we have had this problem with this product. FDA safety report ID # (B)(4).